Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. Following weight loss the patient also experienced pain at the ipg site, and following an unrelated surgical procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced and ipg was explanted, replaced, repositioned, and pocket was revised to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.